Event description:
It was reported that "surgeon was doing standard procedure using broaches, went to remove broach and the trigger on the broach handle broke off. Piece removed completely from patient."

Manufacturer narrative:
Additional information has been requested and if available, it will be provided on a supplemental report.